Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to low blood glucose levels. Customer declined troubleshooting at time of reporting customer's blood glucose level was 50 mg/dl at time of event and 155 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.